Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 57-year-old male patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported the pump came out of position, deep with slack in the aorta. Out of position alarms occurred. The patient experienced respiratory distress with low oxygen, requiring intervention with bilevel positive airway pressure. Medical staff eventually successfully weaned the patient off impella support, and the patient survived the event.

Manufacturer narrative:
The investigation of positioning issue has been completed. The impella device was not returned for evaluation. The root cause of positioning issue was most likely use related. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12538: e4 should have been left blank. G1 reporting contact fax number missing. H.6 code 4868, 4625, and 4629 were reported incorrectly. New code was added to health effect - clinical code, health effect - impact code.